Event description:
It was reported that a patient experienced opaqueness, sensation of having tremor in the capsule, sees halos around lights, and feels a foreign body sensation (sand) in left eye with an intraocular lens (iol). The physician performed a laser application on the left eye and prescribed eye drops. The patient went back to see the physician several times and the physician told the patient that it was adaptation period, the lens was placed in the right place, and that there was no problem with the surgery. Almost a year after surgery, the patient continues to experience these problems. Through follow-up, it was learned that the patient's description of opaqueness meant the patient has blurry vision at the bottom of the left eye that looks like mist. The patient explained that their vision is clear only from the middle of the lens up. The patient confirmed a capsulotomy yttrium aluminum garnet (yag) laser was performed on the left eye. The purpose the laser treatment was to eliminate the cells that formed on the support lens mount in the capsule. The laser treatment was performed proactively as part of its practice. The prescribed eye drops post surgery included toragesic ofta - 4 times a day for 10 days/ artelac rebalance ¿ use continuous (1 drop in each eye, 3 to 4 times a day). The patient is using the eye drops for lubrication. At night: vidisic gel and during the day: lacrifilm, lunah, adaptis fresh etc. Toragesic is standard of care after surgery. Artelac rebalance or vidisic gel or lacrifilm or lunah or adaptis fresh: used for dry eye treatment, continuous use regardless of surgery. The patient indicated that the visual issues are debilitating and has not been able to do a daily activity such as cutting nails and cleaning the cuticle of the feet (problems occurred when looking at down). No other information was provided. Patient has bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Patient demographic information unknown/not provided. Patient information cannot be made available due to data privacy policies/legislation, therefore, patient identifiers were not collected or recorded. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.